Event description:
Customer reported that during a procedure, the laser displayed errors indicative of a system malfunction. The laser errors were unable to be resolved. The system was unable to be utilized, and the procedure was aborted. There was no report of a pt injury; however, the MFR is filing this as surgical intervention due to the potential of add'l treatment as a result of incompletion of the case.

Manufacturer narrative:
The laser system has been serviced. The suspect component has been removed and replaced.